Event description:
The customer reported that she was treated by the paramedics due to a low blood glucose of 42 mg/dl. The customer was also treated by her mother and brother with two teaspoons of sugar. Troubleshooting could not be conducted due to a button error alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.